Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
Customer reported that the buttons became stuck and unresponsive. The blood glucose reading was 207 mg/dl. He stated that the insulin pump was in his pocket and that it had been a hot day at work. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.